Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow had a pump stop during patient treatment. The device was restarted and the rotaflow displayed the error message ¿head error¿. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow had a pump stop during patient treatment. The device was restarted and the rotaflow displayed the error message ¿head error¿. During the manufacturer investigation it was found that the "closing assy is broken". No harm to any person occurred. The affected drive (B)(6) was sent back to manufacturer. Getinge service department could not reproduce the reported failure "head error" and "pump stop". However, it was found that the "closing assy is broken", which was not reported by the customer and is not associated with the pump stop. Upon request of the customer the rotaflow drive (B)(6) will be scrapped due to the age of the device. Based on the information available the reported failure "head error" and "pump stop"could not be confirmed. However, the reported failure could be linked to the most possible root cause: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Based on these investigation results the broken closing assy can be confirmed. An investigation of a rotaflow system that exhibited a similar issue "closing assy broken" was performed in getinge life cycle engineering on (B)(6) 2016. Most probable root causes could be determined: too excessive force. Weakening due to manufacturing errors (air inclusions). Weakening due to aging. Uv light (sun) or contact with chemicals. In order to avoid the reported failure "head error", the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The product in question was produced in (B)(6) 2008. The review of the non-conformities has been performed on (B)(6) 2022 for the period of 2008-04-25 to 2021-11-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.